Event description:
Agfa is submitting this MDR on (B)(4) 2014. Agfa's awareness date is (B)(4) 2013 for this event. Agfa submitted an initial MDR report # 1225058-2012-00003 to the FDA on (B)(4) 2012 describing this issue. This is the 23rd occurrence being reported for the same issue/same device: impax cv dicomstore with media purge daemon/cardio purge service. A software upgrade was due at the customer site. Agfa zone specialist, on (B)(4) 2013, opened a service request to address an internal finding that needed to be addressed prior to the upgrade. Agfa zone specialist discovered online studies were mixed in the same location as archived studies and needed to be separated prior to the upgrade. The site's dicomstore with media purge daemon (mpd) was misconfigured, which led to the mixed image storage locations. To mitigate the issue, agfa service applied configuration changes to the customer's database, including the installation of cario purge service (cps), to address the mixed storage location problem and confirmed all studies processed properly and were separated with no data loss. This issue identified by agfa was initially considered a service request required to prepare for the customer upgrade; and that no clinical or patient care issues occurred during the event. The system was and is fully functional. Agfa determined later that this event was another occurrence and a reportable event. Note: media purge daemon (mpd) is an older agfa product used to purge the images stored on the primary memory cache once they have been archived to a long term archive and the amount of data stored on-line reaches a predefined amount. Mpd allows the system to continuously receive the recently acquired images from third parties modalities. This tool was discontinued and replaced by cardio purge service (cps) in (B)(4) 2008. A reportable correction is underway for this issue and has been reported to the FDA. FDA reference # is z-2252-2012.